Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6)pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for spinal pain. The caller reported that the patient saw a ¿call your doctor¿ code on their programmer when turning on their stimulation the day prior to the report. The caller did not have the external equipment with them at the time of the report and didn¿t remember the whole code, but thought it read ¿po¿something.¿ the caller stated that it was like the implant was saying it was ¿unprogrammed.¿ it was noted that the patient hadn¿t turned on their implantable neurostimulator (ins) for about 2 weeks, so the caller turned it on to make sure it was still charged, and it was. The caller stated that they are going to have the patient call into patient services. They indicated that the patient is spanish speaking. Additional information received from the patient indicated that were getting the power on reset (por) message on their programmer and recharger. Patient services walked the patient through clearing the message and turning stimulation back on. The patient confirmed that their therapy and equipment are working. No further complications or patient symptoms were reported or anticipated.